Event description:
It was reported that the zimmer meshgraft ii was bunching up and destroying the tissue. Additional clinical follow up with the customer indicated that the tissue which was put through the device was destroyed and unable to be used. An additional graft harvest from the patient was required and surgical time was extended by approximately 30 minutes.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.